Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenza hlm. The event occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm cockpit froze and rebooted by itself during bypass. Reportedly, control of the device was maintained using the backup control panel. After reboot, cockpit functionality was restored. There was no patient injury.